Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. All operating currents are within specification. No unexpected battery out limit alarms noted. However, the insulin pump was received with corroded battery tube and corroded battery cap contact. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.

Event description:
A customer reported via phone call indicating that they could not hear the alarm on their insulin pump when the received a no delivery during the manual prime sequence. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.